Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction that consisted of a rash with redness, bumps (pimples) and a skin knot under the sensor patch. The patient consulted his doctor and was diagnosed with a staph infection which was attributed to the sensor. The patient was admitted to the hospital and received treatment with intravenous (IV) rocephin (3 doses) and IV fluids. After remaining in the hospital overnight, the patient was discharged the next morning with oral antibiotics to take at home (bactrim (unspecified dosage), keflex 500 mg every 6 hours)). Follow-up was conducted on (B)(6) 2024 and it was reported that the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.